Event description:
Caller reported testing the customer on the finger with the freestyle meter and received a reading of 162 mg/dl. The customer's family member administered insulin based on this reading. The customer went into insulin shock and family member had to take the customer to the hosp. A test taken at the hosp was 32 mg/dl. That test was taken more than 15 minutes after the freestyle test. The customer was treated with an injection of medications. The customer's family member could not recall the name of the medication administered.